Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no audio but vibrate only. The customer's blood glucose level was 78 mg/dl at the time of the incident. The customer stated that whenever the insulin pump alarmed, it did not beep. The customer reported that they did hear beeps when audio volume settings were saved. The customer did hear the differences between the two audio beep volumes (1 & 5). The customer did the self-test and after the self-test failed to complete, it asked to change the reservoir low reservoir. The customer was unable to clear the alarm. Later, was able to clear the alarm by completing the reservoir and tubing process. The device will not be returned for analysis.